Event description:
It was reported that manufacturer representative was notified the patient¿s device was in over-discharge. It was noted that the patient has known they have been in over-discharge for the past six months. It was noted that the reason the device is in over-discharge is unknown but this is at least the second confirmed over-discharge. It was further reported the manufacturer representative was performing a physician mode reset (pmr) on the over-discharged device and it rolled over into normal charging but then they were unable to charge again. It was noted this was one of the reasons the patient¿s device has been going into over-discharge is because, the patient has never been able to charge correctly. It was noted, the patient will be charging and getting 4-6 coupling boxes then it just won¿t connect despite being over the implant. It was noted that after an antenna locate the normal recharging was prompted (after power on reset (por)) and the coupling boxes were all full. Additional information received reported, the implantable neurostimulator (ins) is not holding a charge. It was reported after the device was brought out of over-discharge it was charged to 50% but then discharged ¿very fast¿. It was reported there was damage to the battery after the over-discharge. It was noted that the patient charged for 6 hours and was unable to get a full charge despite having 8 coupling bars. It was noted, it was possible the patient had a second over-discharge ¿last year¿ but the patient does not remember. It was noted that the implantable neurostimulator (ins) had never charged right since the over-discharge event in 2013. Information omitted pertaining to (B)(6) - over-discharge in 2013. These events are not related. It was further reported there were telemetry issues and the primary reason for the over-discharge was patient non-compliance in charging their device. It was noted, the patient was not a good candidate for a rechargeable device so their health care provider (hcp) decided to replace the device to a non-rechargeable battery. It was noted their last successful recharge was 8 months prior to report but was having difficulty charging then. It was noted that the patient was hospitalized 8 month prior to report and would sit for 8 hours with 6 coupling bars without ever getting a fully charged implantable neurostimulator (ins). It was noted this has been occurring since implant. It was reported there was only 1 confirmed over-discharge but the patient recalls having a physician mode reset (pmr) performed twice before. It was noted, it was attempted three times to clear the power on reset (por) with the clinician programmer and each time would display ¿discharge battery, charge battery now¿. It was noted that at the time of call the battery was charged to 50% full and was working towards 75% but would not advance and was unable to clear the por. It was further reported that after 6.5 hours of charging they could not get the ins fully charged and it took two pmrs to kick into the normal recharging screen. Additional information received reported, the patient¿s battery would not hold a charge and was being replaced with a non-rechargeable battery on 2014 (B)(6). Additional information received reported ¿reported coverage to painful areas¿ and the impedances were with normal limits following surgery.

Manufacturer narrative:
Product ID 37092, lot# 267130002; product type accessory product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-30, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 3708160, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4)